Event description:
It was reported that during cleaning this evac nose board cover was melted and would not make connection with carts. At product evaluation investigation it was confirmed that the coupler board and cover were burnt and melted. No adverse events were reported as a result of this malfunction. No further event information available at the time of this report.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the coupler board and cover were burnt and melted. The coupler was replaced was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.